Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in us so that 510k is blank. Evaluation summary: it was caused due to an excessive force applied on the ccd cable during angulation. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Image disturbance during angulation last ccd replacement (B)(6) 2020.